Event description:
The customer called to report that insulin leaked past the o-rings of the reservoir. The customer reported a blood glucose reading of 177 mg/dl nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.